Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) ) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (lot#: (B)(6) ) revealed that the 0 and 1 conductor(s) was/were broken in the body of the lead at or near the t ines and the outer insulation was pinched. Continuation of d10: product ID 978a128 lot# serial# (B)(6) implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6) , ubd: 08-feb-2023, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that the patient stopped charging their ins about three weeks ago because the therapy wasn't helping, and never really helped since it was implanted. Additional information was received from the patient. They reported that due to previously reported therapy concerns they elected to have the interstim system removed. Reviewed information about external device disposal and warm transferred patient to prs to update registration records.